Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings:a review of the black box indicated several manual time and date changes had occurred. The pump powered on normally with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10unit normal bolus and a 10unit audio bolus were successfully performed and both boluses were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging discrepancies in the bolus history. The reporter stated that the pump download would show bolus records for boluses the patient delivered but the history in the pump would show no bolus records. The reporter also stated that there were gaps in the pump's bolus history. The patient's healthcare provider requested that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.